Manufacturer narrative:
The device was not returned for analysis, as it was consumed in the procedure. Per our device's instructions for use (IFU): use only thumb pressure to inject the recommended rate of 0.16 ml/min. Do not exceed 0.3 ml/min injection rate. Using palm of hand to advance plunger may result in catheter rupture due to over pressurization in the event of catheter occlusion. If the catheter becomes occluded, over-pressurization can occur. During the onyx¿ les injection, continuously verify that the onyx¿ les is exiting the catheter tip. Testing has shown that over-pressurization and rupture can occur if only a volume of 0.05 ml of the onyx¿ les is injected and is not visualized exiting the catheter tip. Stop injection if increased resistance to the onyx¿ les injection is observed. If increased resistance occurs, determine the cause (e.g., onyx¿ les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas. Do not interrupt the onyx¿ les injection for longer than two minutes prior to re-injection. Solidification of the onyx¿ les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture. MDR's that are linked: 2029214-2017-01302. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during embolization of a left spinal arteriovenous malformation (avm) at level t5. Resistance was felt when the liquid embolic material was injected into the catheter, and the catheter was reported to have ruptured. The catheter was removed, and the embolic material was noted to have extravasated to an unintended location. This event required intervention to remove the embolic material. During an embolization of a left spinal avm at the level t5, liquid embolic material was injected into the first pedicle and then entered a new pedicle, through which the doctor began to inject again liquid embolic material, which initially advanced without problem, but resistance was encountered which was minor. The microcatheter was checked and found to be obstructed, it was decided to remove the microcatheter. Images revealed liquid embolic material had exited into the aorta and a mobile mass of liquid embolic material. Urgent arteriotomy was performed, which achieved removal of much of the extravasated liquid embolic material with the help of a fogarty catheter and a snare. The liquid embolic material that fragmented was almost completely removed, leaving a small part in the gluteal branch. The anatomy was normal. The spinal avm was large, this was the fifth embolization therapy. This avm is in an eloquent region.